Event description:
It was reported that during surgery, tip of driver broke off into screw head. Backup device available. No injury or impact to patient reported. No confirmation of delay has been received.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.